Event description:
It was reported that the patient underwent an initial hip surgery approximately six five (65) years ago. Subsequently, the patient fractured their hip. The patient is currently in the hospital and the surgeon is considering a possible revision surgery to explant the implant. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains in the patient. H6: component codes: mechanical (g04) - im nail. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; b5; d2; d5; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: b5; d6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic femoral neck fracture extending from inferior medial subcapital location to superior lateral basicervical location in vicinity of intramedullary nail. Possible risk factors for this fracture include generalized reduced bone mineral density and intramedullary nail/hole at the superior lateral basicervical location acting as a stress riser. A definitive root cause cannot be determined; although, poor bone quality was identified as a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip surgery approximately sixty-five (65) years ago. Subsequently, the patient underwent a revision surgery due to the patient's femoral neck fracturing due to poor bone quality due to age.